Event description:
It was reported an over infusion of calcium gluconate. "Calcium gluconate 2g was infusing as a secondary infusion when it was observed that the "secondary drip chamber was dripping extra fast. The pump was paused, and it was noted the drip chamber was still dripping." A second lvp module was connected to the pcu and was infusing appropriately. Approximately fifteen (15) minutes later the secondary infusion was noted to "be dripping very quickly again". Both lines infusions were discontinued, and the devices were sequestered. Per report, approximately 80% of the 2g calcium gluconate infused in twenty (20) minutes. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem, FDA notified? Additional information: report source, report source other, device eval by manufacturer? Imdrf annex b, c, d codes, related report number grid and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device had over infused was not able to be confirmed from the log analysis or replicated during the extensive laboratory testing. The suspect pumps were found to be infusing within specification with no observances of unregulated flow occurring. Functional testing of the returned administration set revealed no leaks or anomalies. Backflow test confirmed that the check valve functioned correctly. Internal and external inspection did not observe any anomalies, and the sear was also found to be properly closing the administration set safety clamp when the door was opened. A review of pump modules and pcu error logs showed no errors related to the reported incident. On (B)(6) 2025, at 1:54 pm, the last infusion before the reported time event was programmed with the suspect pump module s/n (B)(6) with a rate of 10ml/h and vtbi (volume to be infused) of 200ml. The infusion started with a pvi (primary volume infused) of 4094.16ml and an svi (secondary volume infused) of 5558.14ml. At 2:33 pm the channel pump was selected, and a secondary infusion was programmed with a rate of 50ml and a vtbi of 100ml. From 2:34 pm to 2:39 pm the pump module alarmed two (2) times; one time by a door opened alarm and by check IV ser alarm, then, the pump module was powered off with a pvi of 4100.7ml and an svi of 5558.51ml. At 2:40 pm the pump module s/n (B)(6) was selected, and a primary infusion was programmed with a rate of 20ml/h and vtbi (volume to be infused) of 800ml. The infusion started with a pvi of 10491ml and an svi of 993.076ml; immediately, the channel was selected again, and a secondary infusion was programmed with a rate of 100ml/h and a vtbi of 100ml. At 2:47 pm, the pump alarmed door opened, them the door was closed and the infusion restarted with a pvi of 10491.1ml and an svi of 1005.14ml. At 2:50 pm, the pump module was powered off with a pvi of 10491.1ml and an svi of 1009.34ml. No further infusions with the suspect devices were performed the day of the reported event. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Bd alaris system user manual (v12.3.2), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Note to repair center: please replace the pumping mechanism assembly as it was disassembled during the investigation. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported over infusion was not able to be identified from the log analysis or from device laboratory testing. The suspect pump modules and returned administration sets were fully tested, evaluated, found to be infusing within specification and no issues or anomalies were observed during laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion of calcium gluconate. "Calcium gluconate 2g was infusing as a secondary infusion when it was observed that the "secondary drip chamber was dripping extra fast. The pump was paused, and it was noted the drip chamber was still dripping." A second lvp module was connected to the pcu and was infusing appropriately. Approximately fifteen (15) minutes later the secondary infusion was noted to "be dripping very quickly again". Both lines infusions were discontinued, and the devices were sequestered. Per report, approximately 80% of the 2g calcium gluconate infused in twenty (20) minutes. There was patient involvement, but no harm. The following medwatch report was received from the FDA which states prn 2g calcium gluconate hung at 1431 prior to pt's dialysis and writer observed secondary drip chamber dripping extra fast. Pump paused and drip chamber was observed still dripping. Secondary line clamped and charge rn notified. Charge rn came to bedside and observed malfunction. Attempted to deliver medication with a second channel connected to same brain module. Device started to deliver medication appropriately and was left running for approximately 15 minutes and then secondary drip chamber was observed dripping very quickly again. Another rn observed device malfunction. Both lines running were then paused and disconnected. Approximately 80% of 2g of calcium gluconate was delivered over approximately 20 minutes. Dialysis rn and md notified by phone call. Defective medical device policy followed. Patient relations and clinical risk and clinical engineering paged. Infusion pump and pole picked up and problem explained to staff picking up. Internal rl (B)(4). Pt code: 4582. Device code: 1271. Reference report mw5172187 mw5172188.